Event description:
According to the reporter during a hemicolectomy procedure, they tried to load the device and it would not trigger properly. There was difficulty loading and unloading the device. The device partially fired. The physician pressed the black button and was able to squeeze the handle, but it locked. The jaws of the device did lock on tissue but was removed from tissue by pushing the button. The staple line appeared complete and the physician could not tell if there was poor staple formation. However, the device did not seal properly and the patient had to be returned to the operating room. Patient was bleeding profusely out of the rectum but it was controlled by the doctor. The doctor had to resect the staple line to repair it. Pathology confirmed the source of the bleeding was from the staple line. There was blood loss of 500cc or more due to the product problem requiring a blood transfusion. Surgical time was extended by more than 30 minutes as the patient had to be brought back to the operating room. The incision was extended by more than one inch. Another device was used to resolve the issue. Patient has been discharged. There was no unanticipated tissue loss. The damage was not permanent.